Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6), an ICU rn, contacted technical support for assistance with a gas gain alarm on a cardiosave iabp that had been active for several hours. The patient was supported with an axillary-inserted balloon catheter, and the axillary access disclaimer was reviewed. Kenny confirmed that the helium tubing was free of blood, discoloration, or flakes, and that all connections were secure. Initial troubleshooting included pressing the start button; he was then instructed to hold the iab fill key for two seconds, but the alarm persisted. Switching to another cardiosave console was recommended; initially, kenny declined assistance with the console change. Kenny later reported that he switched to another cardiosave pump; however, the gas gain alarm continued. He was advised to reassess the helium tubing, decrease augmentation by 10%, and consult the treating physician. During a follow-up call, kenny reported identifying a crack in the balloon catheter tubing. A screenshot review confirmed the presence of a crack near the white y-fitting on the helium tubing. Kenny was advised to consult the physician to determine the next course of action. No patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d10, g2, h6 (medical device ¿ problem code). A customer contacted emergency support regarding a persistent gas gain alarm on a cardiosave iabp used with an axillary inserted balloon catheter. Initial troubleshooting confirmed that the helium tubing appeared normal, all connections were secure, and standard interventions (start key, 2 second iab fill) did not resolve the issue. The customer was advised to switch to another pump. After switching consoles, the gas gain alarm persisted. Further assessment revealed a crack in the helium tubing near the white y fitting of the balloon catheter. The customer was instructed to consult the physician and return the catheter via biohazard kit. No patient harm occurred. Helium leak due to a physical crack in the balloon catheter¿s helium tubing near the y fitting. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.